Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, on jun 18th, 2021, following microbes were detected from the sample collected from the subject device. Air/water channel: xanthomonas maltophilia (1 cfu/endoscope). Auxiliary channel: xanthomonas maltophilia (1 cfu/endoscope). Instrument channel: xanthomonas maltophilia (34 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, poka-yoke getinge, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for coagulase negative staphylococci (2 cfu/endoscope). But the testing result cleared clear the (B)(6) guideline. (B)(4) checked the subject device and found followings; air leakage from the air/water channel, the distal end cap was scratched, the bending section rubber was worn out and discolored, the connecting tube rigidified, the angulation did not meet specification. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.